Manufacturer narrative:
Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). Suspect device has also been updated accordingly, including explant date as there is no information to indicate that the ins has been explanted only the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the electrode was replaced, and everything worked fine again. No factors in particular were noted to have led to the event.

Manufacturer narrative:
Analysis of the lead, model 388928, found lead body conductor broken at or near tines. Analysis identified that two conductors (circuit #1 and #3) were broken between the two middle tines 3.9 cm from the distal end. Also, the #3 conductor as broken at the #3 electrode weld site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot#: 0206973194, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative reported high impedances and lead replacement. The consumer was not satisfied anymore with the working of the device. An impedance check showed several high impedances. When checked during surgery by testing responses with the minihook directly on the distal end of the electrode, only some electrode points functioned and gave responses. The lead was extracted and showed no visible faults. It was noted that an impedance check was done several times, but unknown when. The lead was replaced with a new one. The issue was noted as resolved. There were no further complications reported and/or anticipated.